Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop . Sample arrived and inspected from a distance of 12''-16" visually and no damage was noted. Testing with hydrostat revealed leakage fleeing from air vent of the filter. The DHR by quality engineer on 12-dec-2019 revealed no discrepancies and device passed all inspection and testing before release. Root cause is believed to occur was the filter became damaged after leaving the plant, or the filter was received damaged from the supplier.. Action was taken to increase quality control and inspection with filter at 200% for hydrostatic testing.

Event description:
Information was received indicating that during use, leakage was noted on a smiths medical cadd administration set, localized to the filter. No patient consequences were reported. No adverse effects were reported.